Manufacturer narrative:
Isi has received the vessel sealer extend associated with this complaint and completed investigations. Failure analysis did not replicate or confirm the customer reported complaint of insufficient seal. The instrument was placed and driven on an in-house system. The instrument passed the self-test and moved intuitively with full range of motion in all directions. The grips opened and closed properly. This event is being reported based on the following conclusion: the vessel sealer extend reportedly did not sufficiently complete a seal and it was unknown if there were audible beeps from the generator indicating a completed seal cycle. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event or injury.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend stopped sealing in the middle of the case. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained the following information: the reporter stated that the instrument just quit working. The staff used a backup instrument to complete the procedure successfully with no patient injury.